Event description:
It was reported that during thyroid tumor surgery, there was no electromyographic signal from the console. No neurological monitoring signal could be heard. The stim return was showing 193uv by delivering 1.0ma. The stimulus delivery tone was heard when attempting to stimulate the nerve. A non standard emg biphasic pattern was displayed on screen. The stimulus was set to 1.0ma and threshold value to 100uv the procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.